Manufacturer narrative:
Unknown exactly when rod broke. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part number: 456.325, lot number: 7500178, raw material number: 7445590, manufacture date: 10/08/2013, expiration date: n/a, DHR review date: 08/20/2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the tfn nail broke post-operatively. The initial implant date was reported to be (B)(6) 2015 and the revision surgery was reported to be on (B)(6) 2015. The patient was reported to be highly active prior to the event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: nail is broken apart at the distal locking hole, no other damage visible. The measurable dimensions of the nail were as far as possible checked and found to be in compliance with the technical drawings and specifications. No product fault could be detected. The lot in question was manufactured with a lot size of six (6) pieces. Based on the provided information, an exact root cause cannot be determined. It is likely that any occurrence during the healing process (such as non-union, delayed union, overloading or a combination of different factors) led to a fatigue failure. No manufacturing related issue was identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: the provided x-rays were reviewed by a health care professional who confirmed the nail breakage.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: the trochanteric fixation nail (tfn), tfn neck screw and tfn shaft screw were implanted at an unknown date. The tfn nail broke post-operatively at the intersection of the nail and the shaft screw. All three parts were explanted during the revision surgery on (B)(6), 2015. The surgeon reported that when removing the nail, the set screw was not fully down. A longer tfn nail was implanted with a satisfactory outcome. The patient was reported to be highly active prior to the event. This complaint is for one (1) unknown shaft screw. This is report 1 of 3 for (B)(4).